Manufacturer narrative:
Due to conflicting follow up information and the denial of any noted intraoperative staple line abnormalities, it is unclear which of the two sureform 60 instruments used in the procedure is associated with the reported event. Sureform 60 instrument, part number: 480460-9 / lot number: k14240509-0337, was returned to intuitive surgical, inc. (Isi) for failure analysis (fa) in which the customer reported complaint could not be confirmed. Upon visual inspection, there were no signs of physical damage. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. It passed the recognition and engagement tests, moved intuitively with full range of motion in all directions, the grips opened and closed properly, and the channel sprang back open when in the unclamped state. The instrument fired successfully twice using one green sureform 60 reload and one black sureform 60 reload. The cut-lines appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. There was no problem detected. Sureform 60 instrument, part number 480460-9 / lot number: k17240418-0579, has been returned but fa has not yet been completed. No reloads have been returned for analysis. The first instrument installed was k14240509-0337, and it was installed twice with green reloads. After incomplete clamping attempts with each reload, the instrument was removed and k17240418-0579 was installed twice with black reloads. On the first install, no firing was attempted. On the second install there was a firing failure. The instrument was removed and k14240509-0337 was re-installed once and successfully fired a black reload, despite multiple pauses for compression. Then k17240418-0579 was re-installed once and successfully fired a green reload despite two pauses for compression. K14240509-0337 was re-installed for the final time and successfully fired a black reload with no pauses for compression. .

Event description:
It was reported that while the sureform 60 instrument was able to be used during a da vinci-assisted lower anterior colon resection, it "didn¿t really staple and possibly caused a leak." The procedure was completed robotically. During follow up with the robotics coordinator (roco), it was stated that based on the information received form the circulating nurse and the surgeon, all the staples were formed intraoperatively and when the stapler was acting up, he asked for a handheld stapler. It was also reported the procedure was converted to laparoscopic. However, during follow up with the surgeon, it was reported that the stapler signaled that it could be fired, but when it did, an error message was received. The message was not one the surgeon had seen before and stated something like incomplete staple line/not happy with staple line. Initially, the surgeon tried to use green loads, and eventually the green activated and fired, but that¿s when it gave a message. The surgeon was able to remove it, and fire black reloads. The patient had previous chemotherapy and radiation for rectal cancer and also had a stent that was above the staple line and the surgeon confirmed the stent was not fired over. The leak was noticed 2 or 3 days postoperatively. The patient is diverted, and drains were placed. When asked if there were any noted abnormalities with the staple line it was stated that there obviously must have been a visible issue that [the surgeon] did not appreciate intraoperatively since the patient is leaking. No imaging has been performed and the surgeon hopes time will scar things down. The patient is home, and the surgeon will study them to see if it is a persistent leak and maybe later place bear claw. The surgeon stated they will never use a black reload again in a case like this. The procedure was not converted to laparoscopic, but instead, was completed robotically.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 60 instrument (part #480460-9; lot #k17240418-0579) for failure analysis evaluation. The instrument was found to have 1 firing failure based on a log review which was not replicated through in-house testing. The stapler instrument was tested in-house and fired on a test foam using an in-house black sureform 60 reload. The instrument fired successfully and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument was also found to have repeated clamping failures within a single install based on the log review. The instrument was functionally tested in-house system and achieved adequate compression on a test foam with a green stapler reload installed.